Manufacturer narrative:
(B)(4). The customer reports that the device has a flashing/red x, chirps and locks up after op check is run. There was no patient involvement. This complaint is still being investigated. A follow-up report will e submitted upon completion of the investigation.

Event description:
The customer reports that the device has a flashing/red x, chirps and locks up after op check is run. There was no patient involvement.